Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer's blood glucose kept rising. Customer's blood glucose was 8mmol/l went up to 9.6mmol/l. Customer was advised to check setting and noted there was a check setting alert and thought that might have contributed to blood glucose. The drive support cap was indented, no damage, passed high pressure test. Customer was advised to change entire set during rewind the device made a sound when motor piston was rewinding. Customer was advised the device need to be exchanged. No further information reported.

Manufacturer narrative:
Insulin pump had a noisy motor during testing due to faulty motor. Insulin had no cosmetic damage. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.